Event description:
Pt found down on the floor in room, pt states "I slipped off the bed when I sat down." Manufacturer response for pulsate mattress, (brand not provided) (per site reporter): pulsate mattresses are not meant to be used with ambulatory patients.